Event description:
Needle stick injury [accidental needle stick] a health care professional reported that a pt (age and gender unk) who was using a novofine 31g needle, experienced a puncture wound to the side of their left thumb whilst removing the needle from the used insulin pen. The outcome of the event is unk. As no seriousness criterion has been reported, novo nordisk has added medically significant". Confirmation has been requested from the regulatory authorities.